Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Name of procedure being performed: lap chole the clips did not release after squeezing plastic to plastic. The surgeon squeezed plastic to plastic again and there was another dry fire. The next activation the clip would release not fully closed, in the cholangiogram zone. This occurred after the 12th fire. The surgeon removed those clips and removed the device to the mayo stand and attempted to activate and the same thing occurred. They opened a new device and the clips would still not close completely and were in the cholangiogram zone. This occurred upon the initial activation. The surgeon commented that this may have occurred when used on small vessels. They changed to a competitor clip applier to complete the case. This was an evaluation. The rep was present for the case. This was not the first product trial with the surgeon. The surgeon had successful cases with this product in the past. The surgeon did not skeletonize with the clip applier. The surgeon did run the clip applier down the already skeletonized vessel without a clip advanced and then loaded the clip over the vessel. No patient injury occurred. The devices are available for return. Patient status: no patient injury occurred as a result of the event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clip that was not completely closed. As the event unit was locked out, functional testing was unable to be performed and the complainant¿s experience could not be replicated. However, visual inspection of the returned clip did confirm the reported event of a clip not being fully closed. Based on the condition of the returned unit, the returned clip, and the description of the event, it is likely that the reported event was caused by the user¿s clip application technique. The instructions for use (IFU) states "excessive twisting or torqueing may lead to a malformed clip", and "ensure the clip is secure and completely positioned around the tissue being ligated." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Name of procedure being performed: lap chole. The clips did not release after squeezing plastic to plastic. The surgeon squeezed plastic to plastic again and there was another dry fire. The next activation the clip would release not fully closed, in the cholangiogram zone. This occurred after the 12th fire. The surgeon removed those clips and removed the device to the mayo stand and attempted to activate and the same thing occurred. They opened a new device and the clips would still not close completely and were in the cholangiogram zone. This occurred upon the initial activation. The surgeon commented that this may have occurred when used on small vessels. They changed to a competitor clip applier to complete the case. This was an evaluation. The rep was present for the case. This was not the first product trial with the surgeon. The surgeon had successful cases with this product in the past. The surgeon did not skeletonize with the clip applier. The surgeon did run the clip applier down the already skeletonized vessel without a clip advanced and then loaded the clip over the vessel. No patient injury occurred. The devices are available for return. Patient status: no patient injury occurred as a result of the event.